Event description:
It was reported that the patient with this inflatable penile prosthesis experienced erosion due to a pseudo capsule. The entire device was removed and replaced. There were signs of infection in the left corporatomy where there was a lateral erosion of the cylinder. The physician saw no signs of corporal issues or infection in the right corporatomy and the physician implanted a malleable in the right side. No further patient complications were reported.